Event description:
It was reported that this left ventricular (lv) lead recorded high out of range pacing impedance measurements. Technical services (ts) reviewed the data and provided recommendations. No adverse patient effects were reported. This lv lead remains in service.